Event description:
It was reported that the right ventricular (rv) lead exhibited over-sensing. No further information was provided.

Event description:
New information received notes that the right ventricular lead exhibited low, out of range pacing impedance.